Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to a flattened button dome switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that a button on the customer's insulin pump was not consistently responding. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.